Event description:
This case is one of three in which a physician identified a trend of restenosis within a short period of time after the stent had been placed. This case restenosis occurred 13 days after initial procedure. The patient returned to the emergency department with chest pain and went to the cath lab for a second stenting procedure. The original stent was thrombosed and remains in the patient. The patient's second hospitalization was uneventful: the patient did not have a myocardial infarction. There was no difficulty placing the initial stent (the procedure was uneventful) and the physician/staff do not know why this event occurred. The physician and staff involved in the procedure are very experienced with this device.====================== manufacturer response for resolute integrity coronary stent - multi-link mini vision (per site reporter). ====================== the physician involved with the case reported the event to the manufacturer representative for our facility. The rep reported no issues within last several months.